Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of ¿broken grip tips¿ to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.209" x 0.711" was found to be broken off the yaw pulley. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of cadiere forceps broke off. A similar back up da vinci instrument was used to completed the procedure.